Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a short circuit between contacts 0 and 1. The patient was programmed in monopolar but they seem to be needing frequent battery changes as the patient has quite high settings. Channel 1: case + 1- 2.8 volts, 90 pulse width <(>&<)> 180 hz. Channel 2: case + 9- 4.2 volts, 90 pulse width <(>&<)> 180 hz.